Event description:
Initial result for a pt hcg was 0.2. When repeated with a dilution, the result was 115,563. The incorrect result was not used to guide therapy. The field service rep found the probe was out of adjustment and repaired the instrument by performing a probe alignment.